Event description:
A malfunction on a customer's pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, ensuring the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues occurred again.